Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abnormal weight gain ("excessive weight gain") and dysmenorrhoea ("debilitating menstrual cramps"). The patient was treated with surgery (essure coils removed via laparoscopic hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the menorrhagia, abnormal weight gain and dysmenorrhoea outcome was unknown. The reporter considered menorrhagia, abnormal weight gain and dysmenorrhoea to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer/attorney refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding, which is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were reported. In this particular case, the consumer described menorrhagia and after one year and ten months of essure's insertion, she underwent a laparoscopic hysterectomy and bilateral salpingectomy. Considering that changes in the pattern or amount of menstrual bleeding may occur and persist following essure placement, causality between menorrhagia and essure cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain") and dysmenorrhoea ("debilitating menstrual cramps"). The patient was treated with surgery (essure coils removed via laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, abnormal weight gain and dysmenorrhoea outcome was unknown. The reporter considered abnormal weight gain, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer/attorney refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding, which is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were reported. In this particular case, the consumer described menorrhagia and after one year and ten months of essure's insertion, she underwent a laparoscopic hysterectomy and bilateral salpingectomy. Considering that changes in the pattern or amount of menstrual bleeding may occur and persist following essure placement, causality between menorrhagia and essure cannot be excluded. This case was regarded as incident since intervention was required. The technical assessment concluded a quality defect was not confirmed but considered plausible. Further information is expected only through litigation process.